Manufacturer narrative:
(B)(4). Batch # n9077u. The analysis results found that the device was received with the tissue pad detached and not returned. There was no evidence of body fluids and no evidence of tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what may have caused this issue. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during an unknown procedure, the surgeon opened the fresh pack and did not find teflon pad on the probe. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional analysis:device appears to be brand new and never used. No signs of reuse - domes are clean, as are blade and clamp arm. The device was visually inspected and analyzed. Distal tissue pad is missing. Proximal tissue pad is burned in. Blade is clean with no evidence of use in tissue. No remnants of distal tissue pad found. No evidence of body fluids or tissue seen. Blade tests as expected on generator.

Manufacturer narrative:
(B)(4). This analysis is based on an image send by the account and is not of the instrument. The physical analysis of the instrument can be reviewed under analysis: (B)(4). Image 1: the image provided by the customer was that of an ace36e harmonic instrument. Image 2: is of a batch: n9077u. Image 3: is a picture of the clamp arm without a tissue pad. Image 4: image of the clamp arm without a tissue pad. Image 5: image of the full instrument. No conclusion could be made from the images as to how the tissue pad was missing from the assembly. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.